Manufacturer narrative:
Correction - h6 - health effect - impact code should have been "4632 - prolonged surgery" rather than "4625 - additional surgery"

Event description:
Related manufacturer reference numbers: 2017865-2021-40553. It was reported that the patient presented in clinic for lead revision. It was previously noted that the right ventricular (rv) lead exhibited high capture threshold. During rv lead revision procedure, the right atrial (ra) lead dislodged. The rv lead and ra lead were both explanted and replaced. Patient condition was stable pre, during and post procedure.